Manufacturer narrative:
The product was not returned. Two photos have been provided. The first photo shows the lens in the eye. What appears to be a scratch/crack/mark can be see on opposite sides of the optic, extending from the optic edge towards the center. The second photo shows the lens case. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. Based on our observation of the attached photos, the lens appears to be cracked/torn/split. It is difficult to make a final determination without evaluation of the physical sample. The root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager on behalf of the non healthcare professional reported about an intraocular lens (iol) that had a crack on both sides of the optic. The lens was removed. Additional information was requested.